Manufacturer narrative:
The initial medwatch report was submitted in error. The device (power adapter) is not marketed in the united states by the manufacturer and is not same/similar to a device marketed in the united states by the manufacturer.

Manufacturer narrative:
Per user guide: if you are unsure about potential damage, discontinue use of the system and con­tact your local tandem diabetes care representative. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wall adapter became broken and the customer was unable to charge the pump with the wall adapter. Reportedly, the pump was able to charge successfully with alternate wall adapter. There was no reported impact to the customer's blood glucose level.